Event description:
It was reported that the user experienced recurrent low glucose readings, including a documented glucose of 63 mg/dl in the early morning, and described additional lows around meals despite making meal announcements; the user treated with oral glucose such as candy or mints and noted subsequent readings in the 120s. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued device use without medical intervention. Investigation included complaint intake review, assessment of available reports indicating time-in-range and meal announcements appeared acceptable, and provision of troubleshooting and education with referral to clinical management. Investigation of this case revealed no device malfunction identified during review and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.